Manufacturer narrative:
A photo sample was received but did not confirm a separated or missing string. Records demonstrate that the finished product was produced according to specifications, met all quality acceptance criteria for product release, and quality system procedures were correctly followed.

Event description:
Consumer reported upon removal of a tampon, the string separated from the pledget. She went to urgent care for removal of the pledget from her vaginal cavity. She did not experience any adverse health effects.